Event description:
It was reported that the pt fell whilst being picked up by a family member and hit their head on the implant side against the side of the kitchen table in 2003. The pt now hears no sound at all with the device. All of the external equipment has been checked and is working appropriately.